Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
During troubleshooting of a device with a customer for service code 7333, it was observed that the AED was reporting "replace battery pack now warning". This did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the premature battery depletion. Troubleshooting with the customer identified that once a new battery was installed the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.